Event description:
It was reported that, during surgery, a combo inserter/impactor. S broke during impaction. All pieces were recovered. Surgery was finished without any delay with the same device. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The product has not been received at the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. Refer to the respective tasks for further detail. Complaint history review: the complaint history review identified similar reported events for this device and for the same lot. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. Risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. Product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. A definitive root cause could not be determined. The complaint alleges no injury to the patient nor a delay during surgery. A determination of whether the device might have contributed to the reported event could not be made as a definitive root cause for the failure could not be determined. The fin-lock combo inserter/impactor is a reusable instrument expected to be used across multiple surgeries. During normal use, the inserter grips the fin-lock glenoid implant and secures it to the glenoid impactor handle. It places the glenoid implant in the correct location and then protects the implant while the handle is being impacted with a mallet to seat the implant. Therefore, the inserter may fail if excessive force is applied during impaction or may weaken over time due to normal wear. Additionally, due to the design of the instrument, the inserter may be broken if mishandled, such as by resting a heavy object on top of the device while the bottom is unsupported. Based on this investigation, the need for corrective action is not indicated as no non-conformances or product deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed that two pieces of the reusable instrument were fractured off. Additional signs of wear were identified along the edges of the devices, specifically indents and scratches. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 23 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.